Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance, t-wave oversensing (twos), noise indicated by the sensing integrity counter (sic), and a fracture. It was noted that the lead integrity alert (lia) triggered. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.